Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without prior low battery alert. The customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.